Event description:
It was reported that a lead integrity alert (lia) was triggered. The right ventricular (rv) lead had ventricular oversensing, noise, high short interval counts (sic) and non-sustained tachycardia (nst). The pace and sense portion of the lead was inactivated and a pre-existing pace/sense lead was re-activated. It was also reported that the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) was explanted and replaced for a possible header issue due to the nst episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered and oversensing due to non-physiologic signals (ns)/sic (sensing integrity counter). There were more than two ns episodes that were less than 220 ms on (B)(6) 2015. Sic counts went up to 98 counts in 20 days. Evidence of right ventricular (rv) oversensing noted in ventricular tachycardia non-sustained (vt-ns) episodes from (B)(6) 2015.